Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: procedure ineffective a tubal ligation. Concurrent conditions included body mass index normal. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("abdominal pain/ right side (where ovaries are) sharp and shooting pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems of changes"), urinary tract disorder ("bladder or urinary problems of changes"), fatigue ("fatigue"), abdominal distension ("extreme bloating"), premature menopause ("menopause at 35"), bartholinitis ("infection: multiple bartholin's"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain") and was found to have weight increased ("weight gain/loss: weight gain"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, allergy to metals, weight increased, menorrhagia, bladder disorder, urinary tract disorder, fatigue, abdominal distension, premature menopause, bartholinitis, urinary tract infection, vaginal discharge and back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, bartholinitis, bladder disorder, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, premature menopause, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: expulsion of essure device. Ultrasound scan vagina - on an unknown date: results: expulsion of essure device. Most recent follow-up information incorporated above includes: on 21-nov-2018: pfs received, outcome of the events were updated to not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.